Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pcb,assy,driver,pcs2, rotor assembly,blood/ac, label,a/c pump, overlay, donor lights-mcs. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified by a customer that there was smoke and a burning smell coming from the back of the machine. The customer reported that after troubleshooting found out the driver board was faulty, 1 vacuum board as the dis. There was no donor involvement.